Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees2155 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported midline found leaking. Additional information received 10/27/2020: it was reported the midline was removed due to leaking from the insertion site. It was stated the healthcare professionals are unsure if the leakage was from the patient's delicate, boggy skin or if it is a product issue. The line was replaced with a PICC line